Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And rupture. Diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken posterior side assessed as surgical impact opening. Shell thickness within specification. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed stress marks and non-penetrating nicks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and rupture diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.